Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an ellipsys device was used to treat the right arm. Approximately 17 months later the patient suffered stenosis of right arm perforator. 6 months duplex ultrasound showed stenosis at the perforator vein. The subject was referred for a fistula gram that showed a 70-80% stenosis at the perforator vein. Perforator vein was treated with angioplasty with improved flows. Stenosis was considered resolved. Post-intervention brachial artery inflow rate was 6199 ml/min.